Event description:
It was reported an asymptomatic patient presented in clinic during follow up with a device that delivered therapy due to inappropriate rate branch classification from blanked atrial events from an extended pvab setting. The patient received inappropriate atp and hv therapy. It was recommended to reprogram the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.